Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the emergency release latch was in a permanently open position. The field service engineer adjusted the lever to resolve the issue and conducted diagnostic tests in collaboration with the customer, all of which were successful. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, main drawer experienced a malfunction and could not be closed. The customer indicated that the issue arose during the surgical procedure, and there was a minor delay in the administration of the medication. There were no adverse events or injuries reported based on this incident.